Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was received. During the visual inspection of the provided photo, external blood leak at level of the return screwed connector was observed. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c, an external blood leak was observed ¿from the top cover of filter". There was no patient injury or medical intervention associated with this event. No additional information is available.